Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this electrode received an inappropriate shock due to oversensing of noise. Technical services (ts) reviewed available device data, noting only four episodes have been recorded since subcutaneous implantable cardioverter defibrillator (s-ICD) implant, two of which contain inappropriate shock therapy. The signals in these episodes have the same characteristics: diminished baseline, signal saturation, and reduced and difficult to distinguish r amplitude. After the shocks, the baseline returns to normal with normal r amplitudes. Given the date of implantation, ts suspects the electrode was incorrectly inserted into the s-ICD connector block. Troubleshooting and updated, better quality x-ray imaging was recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This electrode remains in service.